Event description:
Employee taking pt off of dialysis treatment and pulled venous needle our of arm and blood sprayed from site. Employee jumped and quickly tried to stop bleeding, when she stuck herself. MFR ref #1056186-2006-00001.